Event description:
It was reported that the procedure was to treat a heavily calcified mid left anterior descending artery. There was a significant bend in the artery just past the 1st diagonal. Pre-dilatation was performed with a 2.0 x 15 mm dilatation catheter. A 2.5 x 28 mm mini vision was advanced to the lesion; however it could not cross. The device was removed and a 2.5 x 15 mm and then a 2.5 x 12 mm mini vision were deployed in the lesion. There were no issues inflating or deflating the balloons; however, there was resistance removing both devices from the anatomy, although they was able to be removed. It is unknown what caused the resistance. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The other mini vision device referenced is being filed under a separate medwatch MFR number. Concomitant products: guide wire: whisper; guide catheter: 6f. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.